Manufacturer narrative:
On previously submitted report describe event or problem was incorrect. It should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to the third-party service center for service. During the evaluation of the device at the third-party service center, foam particles were observed inside the blower kit. Device has been corrected. Section evaluation results code grid, component code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.

Event description:
The device was returned to a third-party service center as part of the voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, a visual inspection revealed no signs of foam degradation. The device powered on successfully, and airflow was confirmed. The downloaded logs were reviewed, and five error codes were identified. The service center concluded that the customer¿s allegation was not confirmed, foam degradation was not observed, and the unit was corrected.